Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause and patient's outcome was not reported. The patient was not hospitalized for the peritonitis and was treated with unspecified oral antibiotics (dose, duration and frequency were not reported). The action taken with pd therapy was not reported. No additional information is available.